Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia. The customer stated increased thirst as a symptom. Troubleshooting was performed. It was reported that the patient was hospitalized due to hyperglycemia and possible ketoacidosis. The reason for the high blood glucose event was due to the transmitter not connecting to the pump and the customer stopped using the sensor. The pump was used within 48 hours of the event. It was stated that the customer tried to connect the sensor to the pump but was not able to connect. No further patient complications were reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6-heic,hecc with this report.

Event description:
Helpline assisted with programming the transmitter ID into the pump. Customer said the paramedics were called and he was taken to the emergency room and hospitalized on (B)(6) 2022 at 07:00 for high blood glucose that would not register on the meter. Customer was feeling sick/unwell and had increased thirst. Customer met the new criteria for diabetic ketoacidosis. Customer was treated with insulin drip and was given lantus manual injection. Pump was used at the time of the incident. His transmitter was not connecting to his pump so he stopped using the sensor and his blood glucose values got out of control. Auto mode was not used.